Event description:
Event description guidant received information that this pacemaker, which was implanted last september, has a magnet rate of 90ppm. The caller is questioning if the battery is depleting early. Technical services advised they need to how the device is programmed to answer that.